Event description:
Ous MDR - it was reported that 53 months after the implantation oversensing with artifacts was noted on this lead. Furthermore, variation of impedance measurements were reported. A lead fracture was suspected. No adverse patient side effects were reported. The lead was not returned.

Manufacturer narrative:
First the received data were inspected. The analysis confirmed the rv pacing impedance values > 3000 ohm and rv shock impedance values > 200 ohm as well as the lead integrity alarms mentioned in the complaint description. Next, the lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected in two segments at 13 cm distal to the is-1connector pin. Both lead segments were received for analysis. The inspection revealed signs of wear at the distal part of the lead with a damaged insulation in this area. A conductor fracture was also observed. These damages can be considered to be the root cause of the issues mentioned in the complaint description. Based on the characteristics and location of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The analysis also revealed explantation damages i.e. The inner conductor coil was found bent at the distal part of the lead. The analysis did not reveal any sign of a material or manufacturing problem.